Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this implantable device displayed the remaining longevity had decreased from 1.5 years to 3 months over the past 5 months. Review of the device settings did not appear to identify any programming or patient conditions to be contributing factors to the battery depleting more quickly than expected. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that interrogation of this implantable device displayed the remaining longevity had decreased from 1.5 years to 3 months over the past 5 months. Review of the device settings did not appear to identify any programming or patient conditions to be contributing factors to the battery depleting more quickly than expected. The device remains in service and has been scheduled for immediate explant. No adverse patient effects were reported. It was reported that data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.